Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an occlusion alarm occurred. Customer resumed insulin delivery and occlusion was resolved. There was no reported impact to customer's blood glucose.